Event description:
On (B)(6) 2012, olympus biotech pharmacovigilance learned of an adverse event in the literature: 'results of nonunion treatment with bone morphogenetic protein 7 (bmp-7)', a. Moghaddam-alvandi et al, published in unfallchirurg, 2012, (B)(4). A pt (demographics unk) who received bmp-7 for an unspecified nonunion experienced a fracture of the antero-superior iliac spine following removal of the spongiosa. No further info was included in the article. The authors reported using bmp-7 "off-label" in all long bones. No further detail was provided with regard to specific location of treatment as it pertained to reported adverse events. Additional info has been requested from the authors.

Manufacturer narrative:
Source of report (literature): author: arash moghaddam-alvandi. Article title: results of nonunion treatment with bone morphogenetic protein 7 (bmp-7).